Event description:
Reporter noted handling problem with the system. Capsule ruptures ad viteous body incidents occurred in six cases. Patient 1 of 6: status unknown.

Event description:
Anterior vitrectomy performed. Pt has not yet recovered.